Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-330 ventilator blower was making a loud, persistent 'chattering' noise during the expiratory phase of ventilation. The ventilator continued ventilating the patient, and the patient was placed on another ventilator. There was no patient harm or injury.